Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: dissatisfaction with the procedural outcome. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two mentor memorygel breast implant prostheses (side 1: 400cc, side 2: 375cc) and experienced bilateral dissatisfaction with the procedural outcome postoperatively. As a result, the patient underwent explantation on unspecified date. The implantation date was estimated as (B)(6) 2021 based on available information. Limited information was available at the time of reporting. If additional information is received in the future, a supplemental report will be submitted. This report is for one of the reported prostheses. (375cc).

Manufacturer narrative:
On 10-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-sept-2021, the analysis was completed based on a photo that was provided. Investigation summary (photo analysis): upon visual evaluation of the image provided in the complaint, some bubbles are observed within the implant. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. H.6. Investigation findings, appropriate term/code not available (c22): cosmetic. On 21-spet-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).